Manufacturer narrative:
The product has been received and device evaluation is undergoing, findings are not yet available. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the nail was broken. Reportedly, the patient was full weight bearing beyond instructions for use.

Manufacturer narrative:
Visual inspection was performed and it confirmed that the nail was broken at the middle of the housing tube. Functional testing could not be performed due to the condition of the nail. The root cause of the reported issue may have been due to stress generated by weight bearing prior to full bone consolidation. A review of the device history record for the nail confirmed no deviations in the manufacturing process and that the finished product met all the required quality inspections.